Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a proactive measure replaced the universal node pcb and reloaded calibration files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system would not fluoro when pressing the fluoro button. There was no report of patient injury.